Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #2 date of submission (B)(6) 2015-product analysis: the device was returned and evaluated by product analysis on 02/18/2015 with the following findings: the complaint was unable to be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no related alarms; data relevant to the complaint date of (B)(6) 2011 was overwritten due to extended pump use through (B)(6) 2014. Delivery was suspended for 27 hours on (B)(6) 2014 due to an unacknowledged loss of prime alarm. The pump was powered off from 09:11 on (B)(6) 2014 to 05:55 on (B)(6) 2014. The total daily dose history reflected the user programmed basal rates. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The force sensor calibration was found to be within specification. The pump passed a delivery accuracy test. No damage or defect was found to the pump¿s internal components including the force sensor flex.

Event description:
A health care provider (hcp) reported that the patient was hospitalized with diabetic keto-acidosis and a blood glucose of over 500 mg/dl. The hcp reported that the patient's doctor wanted the pump reviewed. The hcp called back to troubleshoot the pump. The patient was admitted on (B)(6) 2011. The pump history showed zero units of bolus for (B)(6) 2011 and (B)(6) 2011. The pump settings were confirmed to be correct. The site and set were assessed and the cannula was not bent or kinked but scar tissue was present at the site. The health care provider stated that the patient was changing the site and set every (B)(6) to (B)(6); the hcp was advised that the patient should be replacing the site every (B)(6) to (B)(6). Customer support concluded that there was no indication of a pump malfunction. This report is made based on the allegation the patient experienced hyperglycemia while using insulin pump therapy.